Event description:
Complaint reported by attorney. Plaintiff had t-sling with centrasorb implanted on (B)(6) 2005. Plaintiff claims pain, erosion, recurrence of sui, and dyspareunia following the procedure.